Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number 739057011, model/catalog description balloon fgs 61-70 cm. Model number/catalog number 72404127, serial number (B)(4), batch/lot number 723410007, model/catalog description control pump fgs iz.

Event description:
It was reported that the previous artificial urinary sphincter device was removed due to recurring incontinence as the device did not work. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted.

Event description:
It was reported that the previous artificial urinary sphincter device was removed due to recurring incontinence as the device did not work. A new artificial urinary sphincter consisting of a 4.5cm cuff, pump, and balloon were implanted. Additional information received indicated the onset of the recurring incontinence was (B)(6) 2018. There was fluid loss as the cuff was broken. The patient was ok after the surgery.

Manufacturer narrative:
Model number/catalog number 72400024. Serial number (B)(4). Batch/lot number 739057011. Model/catalog description balloon fgs 61-70 cm. Implant date (B)(6) 2011. Model number/catalog number 72404127. Serial number (B)(4). Batch/lot number 723410007. Model/catalog description control pump fgs iz. Implant date (B)(6) 2011.

Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number 739057011, model/catalog description balloon fgs 61-70 cm, implant date (B)(6) 2011. Model number/catalog number 72404127, serial number (B)(4), batch/lot number 723410007, model/catalog description control pump fgs iz, implant date (B)(6) 2011. Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. The ams800 control pump was visually inspected. The balloon performed within specifications. No leak was found. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the previous artificial urinary sphincter device was removed due to recurring incontinence as the device did not work. A new artificial urinary sphincter consisting of a 4.5cm cuff, pump, and balloon were implanted. Additional information received indicated the onset of the recurring incontinence was (B)(6) 2018. There was fluid loss as the cuff was broken. The patient was ok after the surgery.